Event description:
It was reported that the procedure was to treat lesions in the proximal and distal left anterior descending artery. The 3.0 x 18 mm xience prime stent was successfully direct-stented in the proximal lesion. The 3.0 x 8 mm xience prime stent was then successfully implanted in the distal lesion. It was noted that the 3.0 x 18 mm stent was not fully expanded; therefore, an additional inflation was performed with the 3.0 x 8 mm stent delivery system (sds) balloon, at 22 atmospheres. During removal of the 3.0 x 8 mm sds balloon, resistance was met with the 3.0 x 18 mm stent, and the sds did not slide well over the balance middleweight (bmw) guide wire. Force was used; however, the sds could not be removed. The guide wire, sds catheter and sheath were removed as a unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): distal to stent, no pre-dilatation. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0 x 18 mm xience prime and the bmw guide wire referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, which noted that the wire was frozen inside the returned xience prime stent delivery system (sds). The difficulty to remove the sds from the stent implant could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history for the reported lot did not indicate a manufacturing issue. Overall, based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter when treating multiple lesions within the same epicardial vessel, and stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The IFU further states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The IFU also states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.